Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had button errors. The customer¿s blood glucose level was unknown. The customer reported that they had button errors. The insulin pump will not be returned for analysis.